Event description:
Patient was revised to address stem loosening and pain. Report also noted that the cup was not well fixed. ****update**** (B)(4) 2012 litigation papers received which lists the patient also suffered from elevated metal ion levels. No new information that would change the outcome of the investigation. **update** (B)(4) 2012 patient fact sheet was received, which identified lot information for stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a bursal sac that forms with degeneration of metal particles and no bony ingrowth in the acetabular cup. Femoral head added to complaint due to previous information received for elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.